Manufacturer narrative:
The reported event that unknown_(B)(4)_product (as reported: profyle 1.7-mm titanium miniplate) was alleged of issue (adverse reaction) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. However, as per rmf and the complaint history file, some of the possible causes for this failure are user related due to poor fixation and/or fragment/implant position or patient related due to poor bone quality. Based on the investigation, no definitive relation could be established between the product and the reported adverse consequence. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study (B)(6). The title of this study is ¿internal fixation of phalangeal fractures using titanium miniplates¿, which was published in 1999 and is associated with ¿profyle titanium plating system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1991 to 1998. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the authors of the publication, therefore 4 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses flexion contracture at the proximal interphalangeal joint. 3 out of the 4 cases. Study states, ¿complications occurred in 25% of patients (4 of 16) and consisted of two cases of hardware removal secondary to discomfort (open middle phalanx fracture) and a1 pulley release for triggering (closed intra-articular fracture, proximal phalanx), flexion contracture at the proximal interphalangeal joint (open comminuted fracture, proximal phalanx), and extensor tendon lag (closed oblique fracture, proximal phalanx).¿